Manufacturer narrative:
The device was returned, and evaluation has not yet taken place. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer returned the device for advanced replacement because the image does not appear and there is no visual on the camera. There was no harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. The device inspection confirmed the customer's complaint of no image due to a faulty charged-coupled device (ccd) unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine the root cause of the faulty ccd. Additional defects found include a kink on the cable and the coupler base plate was bent. These defects are not potential adverse events. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from customer: the issue was observed during a diagnostic laparoscopy, which was completed. The device was inspected prior to use.